Event description:
It was reported that a patient experienced proximal humeral bone loss. Event occured 7 years postop. Bone quality (density, strength & weakness of a bone) is influenced by many internal and external factors. As women age (upon menopause) bone quality is impacted by the decrease in hormones, which places them at risk for osteoporosis. Patients diet, or malabsorption due to different disease processes impacts the bone quality, as the body is not able to absorb the required nutrients to build or maintain bone density. Risk factors that increase a patients poor bone quality, not all inclusive; age, bmi, diet, smoking, alcohol consumption, vitamin intake, such as vitamin d, calcium, magnesium, hormone imbalance impacting the pituitary gland, growth factors, thyroidism & medication associated with treatment, steroid use along with other medications, renal diseases, dialysis, diabetes, blood disorders, trauma, fractures, bone on bone wear, surgical trauma or invasive procedures, repeated joint/bone surgeries resulting in bone loss, infections such as osteomyelitis, necrosis of the bone tissues due to disease processes and genetic history of family members with osteoarthritis or osteoporosis. As this is a natural progression of aging, no serious injury to patient and not component related this would be deemed not reportable. Given this information, this medwatch will be voided.

Manufacturer narrative:
Bone quality (density, strength & weakness of a bone) is influenced by many internal and external factors. As women age (upon menopause) bone quality is impacted by the decrease in hormones, which places them at risk for osteoporosis. Patients diet, or malabsorption due to different disease processes impacts the bone quality, as the body is not able to absorb the required nutrients to build or maintain bone density. Risk factors that increase a patients poor bone quality, not all inclusive; age, bmi, diet, smoking, alcohol consumption, vitamin intake, such as vitamin d, calcium, magnesium, hormone imbalance impacting the pituitary gland, growth factors, thyroidism & medication associated with treatment, steroid use along with other medications, renal diseases, dialysis, diabetes, blood disorders, trauma, fractures, bone on bone wear, surgical trauma or invasive procedures, repeated joint/bone surgeries resulting in bone loss, infections such as osteomyelitis, necrosis of the bone tissues due to disease processes and genetic history of family members with osteoarthritis or osteoporosis. As this is a natural progression of aging, no serious injury to patient and not component related this would be deemed not reportable. Given this information, this medwatch will be voided.

Manufacturer narrative:
(B)(4). G2 - foreign: the united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a shoulder arthroplasty and approximately 7 years later the patient experienced proximal humeral bone loss. Attempts have been made and no further information has been provided.